Event description:
It was reported via medwatch # (B)(4) that upon removal of the drain the patient's omentum was located in the drain. Male patient was taken to the operating room for a laparoscopic appendectomy with drain placement. He was seen in the physician's office and the drain was removed. At the time of drain removal, it was noted that the omentum was located in the drain. The patient was then sent to the hospital and taken to the operating room for laparoscopic reduction of the omental evisceration. The drain was removed in the physician's office and was not available to the operating room. Reason for use: ruptured appendix, gangrene.

Manufacturer narrative:
The sample was not returned for evaluation. The device history record could not be reviewed as a lot number was not provided. The instructions for use states the following precautions: "to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the rain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks." Per the event description, the patient's belly fat grew into the holes of the drainage tube and the drain was removed in a doctor's office. There was no product defect associated with the functioning of the drain. (B)(4).